Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that she found onetouch ultra test strips inside her onetouch verio test strip container. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she noticed the incorrect product on (B)(6) 2015 at 7:00pm. The patient informed the csr that she manages her diabetes insulin (self-adjuster) and claimed she took her usual dose of 8 units of humalog insulin on (B)(6) 2015 at 9:10pm in response to the alleged issue. The patient claimed that 24 hours after the alleged issue occurred she developed symptoms of ¿headaches and anxiety¿. The patient denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the csr educated the patient on the correct container contents and confirmed there was incorrect product. Replacement product was sent to the patient. Based on the information provided, there is no indication that the alleged test strip issue caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria of a serious injury and she did not seek any medical attention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The returned vial contained incorrect product manufactured by lfs. A secondary issue was also noted; the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.